Event description:
Rejected by (B)(6). On (B)(6) 2022 for procode correction. During midline insertion, 8cm of midline tip broke off in right forearm when guidewire became stuck. Pt required surgical intervention on (B)(6) 2022 to remove. It appears wire was removed successfully without long term harm. It is unclear whether this could be related to technique by new user or is related to the device directly.